Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation with biologic graft using capio procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the first leg of the mesh was deployed into the right sacrospinous ligament of the patient, the needle detached and about 2 cm of the suture was still attached to the needle. Reportedly, it was because when the operator of the device plunged the capio device, it (carrier) was crooked, so it was firing the needle in the wrong direction. The needle remained in the capio cage. The procedure was completed with another capio opc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.